Event description:
Harmonic focus shears for cauterizing were introduced to field and activated. Provider received error message on machine. Device was swapped; new device worked without further issue. No harm to patient.